Event description:
It was reported the camera head had a communication error e224 during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test and slice in the video cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the e224 error occurred due to a bad cable/connector and the failed water leak test was due to a slice in the video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.